Manufacturer narrative:
The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced upper gastrointestinal (gi) bleeding. The patient was treated with a transfusion of red blood cells (rbc "4-8 units") on (B)(6) 2014. Inr 2.3 aptt 49 sec, plt 125000/ul on (B)(6) 2013. Anticoagulant therapy at time of event was warfarin and asa. The cause of the bleeding was noted to be complexities of medical management.

Manufacturer narrative:
Based on the information available to the manufacturer, a specific cause for the reported gi bleeding cannot be determined. Review of the manufacturer¿s complaint history showed no previous events were reported for this patient. The patient remains ongoing on lvad support and no further related issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.